Manufacturer narrative:
Lot#: corrected from 08714729202509 to 18716760. The product guider softip was returned in its unopened pouch. Due to the condition of the returned unopened product, the functional evaluation was not performed. Analysis revealed that the guider was severely kinked on several places along its proximal shaft length (inside its original un-opened pouch). The guider was kinked at approximately 21.0cm and 51.0cm from its proximal end. As the information from the customer is limited, the cause of the kinked observed is unknown. The manufacturer has reviewed all information and determined that the event reported for this specific subject device does not longer meets the requirement of a reportable event. This the third of 3 reports filed associated with this event.

Event description:
It was reported that during mechanical thrombectomy procedure outside the patient, the saline solution was running out and the aspiration procedure caused air to flow through the guide catheter (subject device). The device was replaced twice. There was no medical consequences to the patient.

Manufacturer narrative:
This is the 3rd of 3 reports.

Event description:
It was reported that during mechanical thrombectomy procedure outside the patient, the saline solution was running out and the aspiration procedure caused air to flow through the guide catheter (subject device). The device was replaced twice. There was no medical consequences to the patient.